Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the desktop charger (dtc) connector pin for the recharger (insr) was broken and needed replacement. Caller stated that the patient turned stimulation off for eye surgery in (B)(6) 2020 and forgot to turn stim back on. Rep stated he doesn't know when pt actually tried to start charting or using her ins again. Technical services discussed the need to do a pmr due suspected over discharged (ins) since ins has not been used since (B)(6) 2020. Since recharger isn't working either, a replacement dtc was sent out. No symptoms were reported. Additional information received reported that an over discharge was confirmed. A trickle charge process was performed three times before the patient had to leave for another appointment. The overdischarge had not been resolved but the patient wants to try the trickle charge process 1-2 more times on their own before discussing replacement.